Manufacturer narrative:
Describe event or problem: additional information: on (B)(6) 2019 the lens was exchanged with a longer lens. The problem is resolved, the patient is "very happy!" Distributor previously checked in error. Patient code 3191 previously stated lens explant updated, 3191 should state lens exchange. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.0/+3.5/097 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was repositioned. The surgeon reports low vault, lens rotation, and refractive surprise. The lens remains implanted.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Additional data: event- lens was explanted. Explant dat- unk. Patient code 3191: no code available - secondary surgery, explant.

Manufacturer narrative:
Product evaluation: lens was returned dry in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim #: (B)(4).